Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Fracture at the top of the implant at tooth site #36. The apex of the implant was not removed and it was buried. Another implant will be placed in the adjacent position in a future appointment. No other impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss313, (osseotite® implant 3.75 x 13mm) for evaluation. Visual evaluation of the as returned device identified only the top of the implant with signs of use, the bottom part of the implant was not returned. The implant was fractured at the body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2022030168. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022030168 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.